Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that failed sensor after warm up was reported. The sensor was inserted into the abdomen. The sensor reportedly failed on (B)(6) 2023 and the patient did not receive communication about his hyperglycemia as a result. It was not reported what the last cgm reading was prior to sensor failure. An unspecified time after becoming aware of the sensor failure, the same day, the patient checked the bg and it was over 1,000 mg/dl. The patient started to lose his balance. He was rushed to the hospital by an ambulance the same day the sensor failed and was admitted until on (B)(6)2023. According to the report, the patient was not aware of any medication that was given to him that time. At the time of the report, the patient was doing okay. Of note, the patient uses a tandem pump. Data investigation confirmed sensor failure after warm-up on (B)(6) 2023. The probable cause was determined to be progressive sensor decline. No additional patient or event information is available.